Manufacturer narrative:
Unit received with constant failed battery test alarm after the battery insertion due to corroded battery tube. Unable to perform the functional test, including the stop (idle) current and run current measurement, self test, off no power alarm test unexpected restart error test. Displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test due to failed battery test alarm. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, scratched reservoir tube window and a partially broken off reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring was damaged from reservoir compartment. The customer¿s blood glucose level was 602 mg/dl. Customer reported that the drive support cap was normal. The insulin pump will be returned for analysis.